Event description:
The devices were implanted roughly 3 months prior to revision.

Event description:
It was reported that revision surgery was performed due to acetabular component loosening.

Manufacturer narrative:
Catalogue number amended.